Event description:
Additional information received indicated the right ventricular (rv) lead also had insulation damage. It was also noted that the patient had an arrhythmia which the rv lead converted after three attempts. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had low defibrillation impedance. The patient was asymptomatic with respect to this anomaly. Programming changes were implemented, and the patient was stable throughout the intervention.